Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: analysis and results - there are no previous complaints of this code-batch. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to make a decision. Review of the batch manufacturing record showed this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion- without samples we are not in a position to study if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited.

Event description:
It was reported that the needle detached from the suture. It was noted that on 6 of the sutures used, it detached from the needle during tying of a knot. No further information was provided and no patient information is available. This report concerns the fifth instance. Associated medwatches: 3003639970-2019-00011; 3003639970-2019-00012; 3003639970-2019-00013; 3003639970-2019-00014; 3003639970-2019-00016.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received an open and used sample with a piece of thread connected to a needle and a detached needle. The piece of thread connected to the needle cannot be further analyzed as needle attachment strength test cannot be performed. Regarding the detached needle, it has been visually analyzed but without closed samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.